Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the balloon was ruptured. The mechanical operation of the balloon catheter was analyzed. The mechanical operation of the balloon catheter was occluded. Visual analysis of the balloon catheter indicated damage during use. The analyst noted the balloon catheter was returned with the inflation syringe, the stop cock was not returned. The infusion port has contrast crystals in the port. The inflation port has contrast crystals in the port. The balloon at the distal end of the catheter is ruptured near the distal end of the marker band on the catheter shaft. The inflation holes have contrast crystals in the holes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter was damaged in the heart chamber and there may be loose / detached residues in the heart chamber. The catheter was removed. No further patient complications have been reported as a result of this event.